Event description:
It was reported that a folfusor elastomeric device leaked. The source of the leak was unable to be determined. This was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14b023 was manufactured between february 4, 2014 and february 5, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.